Manufacturer narrative:
A2: age at time of event: subject was 79 years old at the time of enrollment. H6: patient code initially reported was restenosis, this has been corrected to thrombosis.

Event description:
(B)(6). It was reported that restenosis and stent fracture occurred. Patient underwent treatment with a study stent on (B)(6) 2019. Target lesion was located in right distal superficial femoral artery (sfa) involving proximal popliteal artery (ppa) with 100% stenosis and was 80mm long with a proximal reference vessel diameter of 5mm and distal reference vessel diameter of 5mm and was classified as tasc ii b lesion. Target lesion was treated with pre-dilatation followed by a placement of a 6mm x 80mm study stent. Following post dilatation, residual stenosis was 15%. On (B)(6) 2021, patient presented to the enrolling site with reoccurrence of pain in right lower leg after walking a distance for 100m and the symptoms were persisting since beginning of (B)(6). Patient was on aspirin, clopidogrel, dafiro and apixaban at the time of the event. Patency analysis on (B)(6) 2020 was non-diagnostic due to limited image quality. Insufficient evaluation of area suspicious for stenosis. Clinical findings on the same day revealed that the bilateral radial pulse and femoral pulse were palpable. Duplex on the right, target, limb revealed triphasic signals in common femoral artery (cfa), unoccluded femoral bifurcation and biphasic signals at the sfa origin. Popliteal artery was un-occluded, however, both ppa and ata showed monophasic signals. The finding was suggestive of stent occlusion in right distal sfa. CT scan performed on (B)(6) 2021, revealed occlusion of the newly implanted stent in the femoropopliteal bypass on the right with re-contrasting in the p2 segment with crural three-vessel supply. Multi-segmented moderate stenosis of the sfa on the left, more severe narrowing distally cannot be ruled out. Retrolisthesis of l2 (meyerding grade 1) was confirmed. On (B)(6) 2021, the subject was hospitalized for planned intervention due to pad complaints of the right leg. On arrival, the subject was diagnosed with poor stage iib pad, more pronounced on the right and tosaka class iii in-stent restenosis (isr) in the right popliteal artery in CT was noted. The doppler index was 0.58 on the right and 0.80 on the left. On (B)(6) 2021, additional angiography core lab revealed patent inflow and outflow. Isr stenosis pattern was occlusive with absence of thrombus and absence of aneurysm. On the same day 100% stenosis in right distal sfa involving ppa having 80mm lesion length with 5mm reference vessel diameter was treated with oct-guided atherectomy of the in-stent stenosis with 7 french pantheris catheter under 5 mm spider filter protection. Later, (drug coated balloon) dcb (percutaneous transluminal angioplasty) pta with 3mm x 80mm non-boston scientific balloon catheter was dilated in the occluded section, following 6mm x 120mm non-boston scientific balloon and 6mm x 80mm non-boston scientific dcb was dilated. High-pressure pta with 4mm x 40mm non-boston scientific balloon dilation of the popliteal in p2 segment and 6mm x 60mm mustang balloon was used to treat the target lesion. Following this, to ensure the pta result, the distal stent end is strengthened using a 5.5mm x 40mm non-boston scientific stent implantation. The proximal sections of the stent were able to be treated very well, the distal stent exit shows significant resistance, there is also a suspected stent fracture here in the enlargement. Post treatment, angiography revealed very good reconstruction outcome with quick antegrade contrast medium discharge. The right dorsalis pedis pulse is now strong again on palpation. The final residual stenosis was 20 %. The doppler index increased to 0.85 on the right. The foot was subsequently considerably warmer. On (B)(6) 2021 the event was considered to be recovered/resolved, and the subject was discharged on the same day in good general state with recommendation to continue rivaroxaban, acetylsalicylic acid and statin therapy permanently.

Manufacturer narrative:
Age at time of event: subject was (B)(6) years old at the time of enrollment.

Event description:
(B)(6) clinical trial. It was reported that restenosis and stent fracture occurred. Patient underwent treatment with a study stent on (B)(6) 2019. Target lesion was located in right distal superficial femoral artery (sfa) involving proximal popliteal artery (ppa) with 100% stenosis and was 80mm long with a proximal reference vessel diameter of 5mm and distal reference vessel diameter of 5mm and was classified as tasc ii b lesion. Target lesion was treated with pre-dilatation followed by a placement of a 6mm x 80mm study stent. Following post dilatation, residual stenosis was 15%. On (B)(6) 2021, patient presented to the enrolling site with reoccurrence of pain in right lower leg after walking a distance for 100m and the symptoms were persisting since beginning of january. Patient was on aspirin, clopidogrel, dafiro and apixaban at the time of the event. Patency analysis on (B)(6) 2020 was non-diagnostic due to limited image quality. Insufficient evaluation of area suspicious for stenosis. Clinical findings on the same day revealed that the bilateral radial pulse and femoral pulse were palpable. Duplex on the right, target, limb revealed triphasic signals in common femoral artery (cfa), unoccluded femoral bifurcation and biphasic signals at the sfa origin. Popliteal artery was un-occluded, however, both ppa and ata showed monophasic signals. The finding was suggestive of stent occlusion in right distal sfa. CT scan performed on (B)(6) 2021, revealed occlusion of the newly implanted stent in the femoropopliteal bypass on the right with re-contrasting in the p2 segment with crural three-vessel supply. Multi-segmented moderate stenosis of the sfa on the left, more severe narrowing distally cannot be ruled out. Retrolisthesis of l2 (meyerding grade 1) was confirmed. On (B)(6) 2021, the subject was hospitalized for planned intervention due to pad complaints of the right leg. On arrival, the subject was diagnosed with poor stage iib pad, more pronounced on the right and tosaka class iii in-stent restenosis (isr) in the right popliteal artery in CT was noted. The doppler index was 0.58 on the right and 0.80 on the left. On (B)(6) 2021, additional angiography core lab revealed patent inflow and outflow. Isr stenosis pattern was occlusive with absence of thrombus and absence of aneurysm. On the same day 100% stenosis in right distal sfa involving ppa having 80mm lesion length with 5mm reference vessel diameter was treated with oct-guided atherectomy of the in-stent stenosis with 7 french pantheris catheter under 5 mm spider filter protection. Later, (drug coated balloon) dcb (percutaneous transluminal angioplasty) pta with 3mm x 80mm non-boston scientific balloon catheter was dilated in the occluded section, following 6mm x 120mm non-boston scientific balloon and 6mm x 80mm non-boston scientific dcb was dilated. High-pressure pta with 4mm x 40mm non-boston scientific balloon dilation of the popliteal in p2 segment and 6mm x 60mm mustang balloon was used to treat the target lesion. Following this, to ensure the pta result, the distal stent end is strengthened using a 5.5mm x 40mm non-boston scientific stent implantation. The proximal sections of the stent were able to be treated very well, the distal stent exit shows significant resistance, there is also a suspected stent fracture here in the enlargement. Post treatment, angiography revealed very good reconstruction outcome with quick antegrade contrast medium discharge. The right dorsalis pedis pulse is now strong again on palpation. The final residual stenosis was 20 %. The doppler index increased to 0.85 on the right. The foot was subsequently considerably warmer. On (B)(6) 2021 the event was considered to be recovered/resolved, and the subject was discharged on the same day in good general state with recommendation to continue rivaroxaban, acetylsalicylic acid and statin therapy permanently.